Event description:
The following info was provided by the cook area rep based on comments made by the user: the drive wire in the handle broke when the clip was placed. The clip was placed and deployed (i.e., positioned on the tissue) but would not come off the wire (i.e., would not release from the deployment device). A clamp was used to pull the broken wire upward on the handle to facilitate clip release. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.